Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a code resuscitation a paramedic placed an io 25 mm in the l tibia without difficulty. As the medic tried to withdraw the internal catheter it would not unscrew. The other medic also tried to withdraw the internal catheter without success. Attempts were made using forceps and pliers without success. At the ER, several ed staff tried to remove the catheter also without success. The entire needle was removed and discarded.